Event description:
Pt alleges in early 1979 she had a lump above right breast and in 1994 had compression of both breasts to release hardened membrane. Physician states rupture of right breast implant.